Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an open distal pancreatectomy, the device stopped at the proximal part at the 3rd firing, and some unformed staples were deployed . The reverse switch was used to return the knife and release clamping. Astriction was performed to stop the oozing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n56j16. The analysis found that one psee60a device was returned with no apparent damage and with an ecr60b partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.